Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the black rx tunnel detached from the catheter and was stuck inside the scope. Reportedly, the physician removed the scope from the patient and was then removed the black rx tunnel. The procedure was completed with a different device. There have been no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the black rx tunnel detached from the catheter and was stuck inside the scope. Reportedly, the physician removed the scope from the patient and was then removed the black rx tunnel. The procedure was completed with a different device. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2907 captures the reportable issue of rx tunnel detached. Investigation results: a device was returned with a pouch; however, the pouch was not related with the complaint device and the protective sleeve covering of the balloon was returned. Visual examination of the catheter revealed no damages. The black rx tunnel was correctly attached to the catheter, and it was located on its correct place. Additionally, the black rx tunnel showed no damages nor abnormalities. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.